Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation through complaint information, operational problem may be a possible cause of the malfunction. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The subject device was not returned to olympus. Thus, investigation was conducted based on new complaint information which states that the cysto-nephro videoscope was reprocessed using oer-4 with the foreign material residue. There was no report related to the possibility of microbial contamination.